Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information provided by the patient identified the ipg was removed and replaced on (B)(6) 2016. The issue has been resolved.

Event description:
The patient reported she is unable to establish communication between her scs ipg and external devices (ipg comm error 2501 message from patient programmer) after not charging in about 3 years. An sjm representative confirmed the scs ipg is inoperable using the external devices. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.